Manufacturer narrative:
Manufacturing site: (B)(4). Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. When the device was returned to the manufacturer, a reportable malfunction (core separation) was recognized; therefore, the date the manufacturer became aware of this event was considered the date the device returned to the manufacturer. The returned guide wire had its coil wire elongated from the proximal solder designed to be at 150mm from the distal wire end. At approximately 128mm distal to the proximal solder, the core wire was found fractured. The core wire fracture was microscopically observed. It was found that the fracture end of the core wire had a flat fracture surface, suggesting accumulation of torsion was contributed to the fracture. Elongation of the coil wire was started at approximately 21mm from the distal wire end. At the distal end of the elongated coil wire, a ball tip was remained attached; the coil wire remained in one piece. The proximal side of core fracture was also observed. The core wire was fractured at approximately 22mm from the distal wire end. The fracture surface was also flat as seen on the proximal side, suggesting the fracture was due to accumulated torsion. The distal segment of the fractured core wire was found twisted. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and investigation outcome, it was presumed that torsion exceeding the product's design limit was accumulated on the guide wire while its distal segment was being trapped by the lesion, leading the core wire to become fractured and separated. Coil wire elongation was assumed to be caused by tensile stress applied upon wire removal. There was no indication of product deficiency. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may be damaged including separation or the like, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
It was reported that the distal segment of coils of the subject guide wire became broken during a percutaneous peripheral intervention to treat a lesion in the unspecified limb vasculature.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.